Event description:
The MFR received info alleging a ventilator's display was "too dark to read". There was no pt harm or injury reported.

Manufacturer narrative:
The device's inverter board which provides power to the display backlight was replaced to address the issue.